Event description:
There is not option to shut off. Discovered outside of clinical use.

Manufacturer narrative:
The customer contacted philips again, and additional details were reported regarding the event. The customer reported that the v60 ventilator would not power off. The be (biomedical engineer) reported that the touchscreen was functional, but unresponsive to the shutdown. The customer requested the implementation of the 4th generation power management board replacement. It was then documented that the customer declined service, and no further actions were performed by philips. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.